Manufacturer narrative:
No unexpected insulin flow blocked alarms noted during testing. The insulin pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and selftest. Analysis was unable to perform displacement test and occlusion test due to missing retainer ring. The insulin pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had an insulin flow blocked alarm and had physical damage. Customer stated there was a missing piece at the reservoir compartment and the reservoir does not feel tight when inserted into the insulin pump. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer completed troubleshooting for the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.